Event description:
It was reported that the patient's physician was reading greater than 4000 ohms on some of the bipolar pairs, c0, 01, 02, and 03, and the other impedances were good. The patient was programmed for 1-,3+. The patient's therapy was good. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3093-28 lot# v922002, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).